Manufacturer narrative:
The device was not returned for investigation. Based on the information provided by the customer, there was no device malfunction reported. Per the treating "physcian", these complications were attributed to inappropriate patient selection and not to the method or the operators. Bleeding and hematoma are known adverse events associated with cryoablation and are documented in the cryoablation needle ifus.

Event description:
It was reported that the patient had severe complications following a renal cryoablation procedure. Patient was discharged the next morning when everything looked fine, but was re-admitted the same evening with bleeding from the kidney and rapid development of a retroperitoneal hematoma. Patient was later transferred to a hospital where a selective embolization was performed. That procedure was technically successful but she developed a heart failure and was sent to the cardiological unit at her local hospital in a rather bad shape. The patient was on anticoagulants which were halted prior to the procedure. Per the treating physician, this complication was attributed to inappropriate patient selection and not to the method or the operators. The physician did not report any device malfunction.